Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the logfile shows communication error: configured ui module is not detected. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that all table side equipment such as tsm, panhandler, and control module were not working. On further troubleshooting, the fse inspected ttcf and there was the tsm unplugged. Fse checked the logs and found that all issues pointed to ttcf board were not working. The fse also found that the customer ripped cable out of ttcf and damaged it needed to be replaced. To resolve the issue, the fse replaced the ttcf and fuse in ny16 - x9. The defective part was sent for analysis, for suite pc no failure was found. The defective part was sent for analysis, for ttcf board no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.